Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of pump reboots. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The pump powered on with the test cap and was exercised for 24 hours with no power interruptions or duplicated alarms. There was evidence of moisture in the battery compartment. The pump case was removed and no additional moisture was found inside the pump. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.